Event description:
It was reported that when using the pyxis medstation es system, it encountered a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that drawer 5 couldn't be opened or closed due to its broken condition. A field service engineer successfully replaced the faulty retractor band of the drawer to resolve the issue. The system functioned as intended after the field service engineer verified the device.